Manufacturer narrative:
Based on the current information provided, the cause of the complication cannot be determined. A review of the stapler logs and dashboard show a sureform 60 stapler instrument was installed on the system 5 times and fired 5 reloads (3 blue, followed by 2 white). On install 1, the first clamp was successful, and the firing was completed with 1 pause for compression. On install 2, the system failed to detect the reload color, and the user manually selected the blue reload on surgeon side console (ssc) touchpad. There were 2 successful clamp attempts, and the firing was completed with no pauses for compression. On install 3, the first clamp was incomplete, stopping at approximately 66% completion. The next two clamp attempts were successful, and the firing was completed with 3 pauses for compression. On install 4, the first clamp was successful, and the firing was completed with 1 pause for compression. On install 5, there were two successful clamps, and the firing was completed with no pauses for compression. The instrument was then removed and not used again in the procedure. There were no stapler related errors in the system logs.

Event description:
It was reported that at an unspecified time after completion of a da vinci-assisted sleeve to bypass revision procedure, the patient returned to the hospital with bleeding from the small bowel. Iron infusions were administered. According to the initial reporter, white sureform 60 reloads were used for the common channel of the small bowel.